Manufacturer narrative:
Unit was unable to prime during prime/delivery test due to loose drive support disk. No compromised force sensor alarm noted.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap was sticking out. Customer's blood glucose was unknown. Customer could not complete troubleshooting due to being at work. Insulin pump would need to be replaced.